Event description:
Customer called to say she activated a new pod and shortly after wearing the pod her blood glucose (bg) result was up to 230 mg/dl. She delivered a corrected insulin bolus and two hours later her bg was up to 250 mg/dl. Customer removed pod and activated a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.